Event description:
It was reported to the rep the product was used in a laparoscopic assisted vaginal hysterectomy. It was reported that during the procedure, the surgeon could not lock the closing handle of the first atw35 on the tissue. The surgeon used a second atw35 which fired properly one time, but on the second application, the atw35 made a crunching noise when it locked on the tissue. The surgeon attempted to remove the I nstrument without firing it, but it would not release. The surgeon had to force the jaws open using other laparoscopic instruments while inside the pt. The surgeon used a third atw35 to finish the procedure which did function normally. The p t had a post-op infection which required extended hosp time of two days, but it uncomfirmed if related to this incident.